Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The impedance has been stable except for this one measurement. Boston scientific technical services (ts) advised troubleshooting to rule out an issue. The health care professional (hcp) will discuss these measures with the physician. There were no adverse patient effects reported.